Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom case in excellent condition and no visible contamination was noted. Event log history was performed, and primary audible alarm background test was found in history and acu watchdog failure was found in history as sympathy alarm to primary alarm. During analysis, the reported issue was unable to be duplicated. Service fully seated and re-glued j9 connector using all three mating surfaces on both sides of the j9 connection to correct the reported issue. Service also replaced speaker as a preventive measure, power up process and functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm. No adverse effects were reported.